Event description:
The patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged but legible display screen, but demonstrated that insulin delivery was functioning within required specifications and delivery accuracy.